Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted fracture of the distal radius with interval placement of orthopedic hardware plate and screw fixation device along the volar aspect with eventual healing and likely radiocarpal degenerative change. Fracture nonunion of the ulnar styloid process. No signs of loosening, wear, radiolucency. Radiocarpal narrowing and likely early degenerative change could cause pain. Fracture nonunion of the ulnar styloid process also seen which could cause pain. The patient reported a burning sensation in the wrist and pain in the outer part of their hand and outer forearm. The reported event is confirmed by provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: norway. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient is experiencing pain post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.